Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2010. Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had moved four to five inches closer to the patient's spine since they had lost weight two to three months prior to report, and overdischarge was suspected. It was stated that the patient therapy "never really gave him pain relief" and he started to have trouble recharging when he lost weight and had been trying to recharge for the last three months. Reportedly the last stimulation and recharging session were two to six months ago. It was noted that the ins may be flipped, so the patient was redirected to their healthcare provider (hcp) and if additional information is received, a supplemental report will be filed.